Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the lead was damaged by unknown means, which resulted in the high impedance readings. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported the lead was replaced because all combinations were greater than 4,000 ohms. No further information was provided. Further follow up regarding the cause of the event is being conducted. A follow up report will be sent if additional information is received.